Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information requested: is the broken blade tip being returned with the device? Or, was the broken blade tip discarded?

Event description:
It was reported that during an open gynecologic operation, the blade was broken off on an instrument table during the operation. The doctor commented that the device had contacted a forceps. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.